Event description:
It was reported that while using the the bd prepstain¿ that there was cross contamination. Following information was provided by the initial reporter: occasional drip from diti after sample transfer.

Manufacturer narrative:
H.6 investigation summary: complaint reports contamination on prepstain (catalog number 490100) serial number (B)(6). Complaint alleges instrument intermittently drops a tip after sample transfer which occasionally drips on top edge of slides. Customer stated no erroneous results reported. Service replaced diti tubing and diti sleeve grip tip then performed a water run without any leaks or drips. Root cause attributed to worn diti grip tip. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2011. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Manufacturer narrative:
Common device name: processor, cervical cytology slide, automated. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd prepstain¿ that there was cross contamination. Following information was provided by the initial reporter: occasional drip from diti after sample transfer.